Event description:
It was reported the patient was implanted with the lead and product due to parkinson¿s disease. Recently, the healthcare professional (hcp) ¿told one of the lead was broken.¿ the hcp complained of the product quality. The hcp had suggested to the patient to replace the lead. At the time of this report, the patient was in the hospital for further treatment. Additional information received reported that the patient was replaced with a new lead on (B)(6) 2013. It was noted that the patient was ¿overall okay.¿

Manufacturer narrative:
Product ID: 3389-40, lot# 0205367950, implanted: (B)(6) 2011, product type: lead. Product ID: 3389-40, lot# 0205335477, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead with lot number 0205335477 found that all four conductors were broken 1.7cm from the #0 connector. It was noted that the conductor was broken within 10cm of the connector area.